Event description:
It was reported that the patient had been hospitalised with hyperglycaemia on (B)(6) 2025 the patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod for more than 72 hours. Symptoms reported include chest pain and frequent urination occurring approximately every 20 minutes. The patient used an insulin pen and then called an ambulance. Once in hospital, the patient was diagnosed with hyperglycaemia and ketones and was treated with an intravenous drip, the patient had already been administered 12 units of insulin so no further insulin was administered. The patient was released after about 11.5 hours at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.